Event description:
Report received of an over-delivery. At 0130, the pump was programmed to deliver 25000units of heparin in 250ml at a rate of 11ml/hr. Reportedly, the infusion was complete in 3 hours instead of the expected 23 hours. The infusion was stopped and the patient was monitored for signs of bleeding. The heparin infusion was restarted 2.5 hours later. The patient was discharged from the hospital nine days later with no reported adverse sequelae. Though requested, no further informatioin was available.